Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) had been running consistently in the 200-486 mg/dl range. Insulin injections were used to address the bg level. The contact thought that the pump was intermittently delivering insulin. Tandem technical support had the contact perform a system check and at the time, the pump was functioning as expected. The customer was to use the pump to mange diabetes and if necessary, insulin shots were available.